Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the unit is displaying an error message "external power interrupted." There was no reported patient involvement.